Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during endoscopic resection of left lung in a lobectomy procedure, at the first firing, the shell was taken out and the handle was set to use. The adapter was attached, both handle and adapter indicated green. The cartridge was attached, after the opening and closing was checked, the device was set on blood vessel. The illuminated green button was pressed once, then it flashed, and the handle was idling and the device could not fire although the physician tried to fire. The physician exchanged the cartridge and tried again, but the problem was not solved. The procedure was completed with another device. The status of the patient was reported as no problem.

Manufacturer narrative:
Evaluation summary: the product sample or additional supporting materials from the account was not available for this incident. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. There were no assembly or component issues identified; therefore, a device history record review will not be performed. Without the physical product, a definitive root cause could not be identified. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.